Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin. Customer went to the ER with blood glucose (bg) level that were over 600 mg/dl and high ketones. Customer received saline solution to address bg level. Customer left the ER with bg levels that were around 110 mg/dl and was stable.